Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/11/2016 with the following findings. On investigation, the alleged display issue was duplicated. The pump powered up to a blank display with auditory and vibratory features. The display screen was found to have cracked. The remaining testing could not be completed due to the blank display issue. A clear and legible display was restored when the damaged screen was replaced with a test display screen. Unrelated to the complaint, a battery compartment cracks were found below the grip pad at the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump powered up to a blank screen with audio tone. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.